Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to lead migration.the cause of migration was unknown. The patient underwent a revision procedure wherein both lead was repositioned but was not able to do so due to scar tissue. The physician ended up explanting one lead and the other lead was placed midline.model number/catalog number: sc-2215-50, serial number: (B)(4), batch/lot number : 7009766, model/catalog description: linear st. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure.